Manufacturer narrative:
The customer used vacuette gel-tubes for serum samples. The most plausible explanation for this incident is a gel lump was transferred from the vacuette gel-tube to the analyzer and caught below the ca2+ sensor. It is not possible for the analyzer to detect the gel lump because it doesn't affect the flow transport and it is acting as a lump of rinse solution.

Manufacturer narrative:
Date was incorrectly stated as 11-12-2017 in follow-up no. 1. The correct date is 12-14-2017 in follow-up no. 1.

Manufacturer narrative:
D10: radiometer has received data logs and the sensor casette, that was replaced. But radiometer has not received the analyzer. It is still in use at the hospital.

Event description:
According to the complaint, the customer noticed after while that almost all morning samples ca results was too low. Analyzer calibration and qc was ok (green) all morning. Almost all ca-results from (B)(6) was really low, example 1,08 mmo/l. Customer changed the sensor cassette and then ca result was normalized. Samples were retested and for the sample mentioned above the result was now 1,34 mmol/l. Customer has made health hazards violation information to "valvira" because a patient was treated for low ca-results. But according to the complaint the treatment (an additional calcium tablet of 1 g) did not affect the patient. According to the complaint, the false low ca results did not cause any maltreatment, injury or death, nor did it cause any additional treatment or intervention in order to avoid maltreatment, injury or death.